Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. The pt noted some cramping during procedure. The pt had watery vaginal discharge until (B) (6) 2009 when it turned into vaginal bleeding like a menstrual period. It then went back to watery red discharge. On (B) (6) 2010, the surgeon examined the pt and found that the pt's cervix was bleeding "maybe from an abrasion". The pt was prescribed clindamycin 300mg twice daily for seven days.

Manufacturer narrative:
(B) (4). (B) (4) bleeding. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.